Event description:
The ge oec 9800 fluoroscopy system had reported poor image quality. Also a reported wheel lock issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system operating within specification and it was found user error was the root cause of poor image quality. An incident complaint of a wheel not locking was repaired during this service call. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.